Event description:
Related manufacturer reference number: 2017865-2022-20094. During a clinic follow-up, a loss of capture was observed on the left ventricular (lv) lead. Diagnostic imaging was performed and confirmed a dislodgement of the lv lead. During the revision procedure, the lv lead had difficulty being removed from the device header. Once the lv lead was disconnected, a new lead was attempted to be inserted into the device header, but was unsuccessful. As a result, both the lv lead and device were explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.